Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 had a history of failures, though no faults were present upon arrival. A field service engineer powered down the unit and reseated the row board connectors for drawer 2, performed testing in the hardware test application (hta), which passed successfully, customer completed the medication inventory, confirming normal operation. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 kept failing; power cycling temporarily resolved the issue, but it recurred multiple times. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.